Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-00411. It was reported that the patient presented for remote follow up via merlin.net with the episodes of both atrial and ventricular noise resulting in noise reversion recorded by the implantable cardioverter defibrillator. Stored electrograms also revealed noise exhibited by the atrial lead. Ventricular lead noise was consistent with mypotential over-sensing. Programming interventions were discussed, however no changes were reported. There were no patient consequences.